Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A distributor reported that a 14mm aspen lock plate was packaged and labeled as a 10mm aspen lock plate. This was found during inspection upon delivery from the distribution center. There was no patient involvement.

Event description:
A distributor reported that a 14mm aspen lock plate was packaged and labeled as a 10mm aspen lock plate. This was found during inspection upon delivery from the distribution center. There was no patient involvement.

Manufacturer narrative:
Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned device was examined. Visual inspection revealed the received device is part number 6201-0014-001 lot tc02407 and the open package received is for part number 6201-0010-001 lot tc251782-0. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to packaging or inspection error. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.